Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed that the device would not power up. There is no documentation of what needs to be replaced to address the issue or a root cause. It was noted that the trilogy evo blower assembly, trilogy evo proportional valve (aecm), trilogy evo 3 way solenoid valve, and trilogy evo machine flow sensor were all defective.